Event description:
It was reported during an implant, the stylet did not advance. The bent stylet sticks during insertion. The technician undid the packaging normally, removed the white straight stylet without any issues, inserted the bent stylet, and got it stuck 3/4 of the way down. The physician noticed a kink in the lead. The patient recovered without sequela.

Manufacturer narrative:
Analysis of the four neu_stylet_acc accessories found no anomalies. Analysis of the lead lot# v986993003 found a foreign material blocking stylet insertion. It was not possible to insert the stylet past 6 cm from the distal end. The foreign material was determined through chemical analysis to be an epoxy. A functional test found that continuity was acceptable on all circuits.

Manufacturer narrative:
Product ID: neu_stylet_acc, serial#: unknown; product type: accessory, product ID: neu_stylet_acc, serial#: unknown; product type: accessory, product ID: neu_stylet_acc, serial#: unknown, product type: accessory; product ID: neu_stylet_acc, serial#: unknown, product type: accessory; product ID: 3777-60, lot#: v986993003; product type: lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).